Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is no longer receiving effective stimulation and his scs system is auto-reducing. An sjm rep met with the pt and observed high impedance on one contact. Reprogramming was able to resolve the issue, but the issue returned after the pt went home. X-rays have been ordered and the pt is working with his physician to determine the next course of action.